Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual, microscope and functional test was performed on the device. Visual inspection revealed no damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. There was a pinhole to the shaft located just proximal from the rapid port exchange (rpe). The device was prepped with an inflation device and filled with water to test the device for inflation at rated burst pressure. The device failed to inflate as there was a leak identified during inflation, to the shaft of the device near the rpe. Product analysis confirmed the reported burst, as there was pinhole damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, when the physician tried to insert the device into the lesion at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, when the physician tried to insert the device into the lesion at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post procedure.